Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that upon interrogating the patient's device high impedance was seen and output was low. The patient reported they could not really tell when device is going off, and noted that they can usually tell because their voice changes which typically indicates device is delivering stimulation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was further reported that the patient was hospitalized due to seizures and left against medical advice. Diagnostics were seen with continued high impedance, and the patient has a surgery referral due to high impedance and battery depletion.

Event description:
It was further reported that the patient's seizures were above pre-vns level and the believed cause of the seizures and its relation to vns is patient physiology. It was stated that another factor that could be contributing to the seizures that the patient is experiencing is the patient condition.